Event description:
The customer reported the unit failed to shock during the operational check.

Manufacturer narrative:
A philips rep evaluated the unit and the symptom could not be duplicated and the device passed all testing. Based on the customer's report, we are considering this a malfunction. We cannot determine the cause since we could not duplicate the symptom.